Event description:
It was reported that during the implant after trying to find a suitable position for this lead the pace impedance measurements were high and out of range and high thresholds were exhibited. The lead was not used. No adverse patient effects were reported.